Event description:
Patient reported a left side "leak." Healthcare professional later reported rupture, double capsule, and textured silicone implant. Patient representative additionally reported "hole, non-specific," biocell device, mental anguish, anxiety, pain, enlargement, and aggravation of depression. Patient representative also reported significant scarring, disfigurement, tissue damage, chronic inflammation, and reactive fibrosis which are not device related. Patient undergone capsulectomy. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
H6. Health effect, impact code continued: f2203, imaging required. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, anxiety-product/procedure, varied injuries-ndr, pain, edema, inflammation/irritation-ndr, cyst-ndr, depression.